Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-16548. It was reported that the patient presented on (B)(6) 2019 for revision procedure. It was revealed that the right ventricular lead and left ventricular lead were dislodged. Dislodgement was noted on xray. Also, the right ventricular lead and left ventricular lead exhibited loss of capture and loss of sensing. The right ventricular lead and left ventricular lead were explanted and replaced. The patient was stable throughout and following the procedure.